Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician believes that the wrong cuff size was initially implanted and that atrophy, believed to be due to incorrect cuff size, contributed to recurring incontinence. A smaller cuff was implanted. No further patient complications were reported.